Event description:
It was reported during the first three months after implant of the stimulator the patient could not breathe because of stimulation being turned up "so high." It was also noted it caused the patient's back muscles to be "tight" and "t1-10 were messed up and they were in pain." It was noted "everything from t1-9 was tight and had to be rubbed out otherwise they couldn't breathe." It was also noted, the patient was told by their therapist that "the problems wouldn't be resolved until the patient had the implant removed." Stimulation was turned down at three months but the patient felt that high stimulation was causing their leg to move when the stimulation was on. It was noted the patient "doesn't feel the stimulation because, their nerves are dead." It also noted, the patient felt pain all over their body. It was noted, the patient had been reprogrammed twice but that did not resolve their issues. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).